Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead dislodged causing loss of capture. Surgical intervention was performed to reposition this lead; however, while attempting to reposition the lead, it became stuck. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that this right ventricular (rv) lead dislodged causing loss of capture. Surgical intervention was performed to reposition this lead; however, while attempting to reposition the lead, it became stuck. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. This lead is expected for return.